Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foriegn material could not be established. The event can be prevented by handling the device in accordance with the following section of the instructions for use: -gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. -gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the air/water tube and air/water cylinder had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that the air/water cylinder and scope cylinder had no color. The plastic distal end cover had a scratch and the bending section rubber adhesive had a crack. The connecting tube had buckling and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.